Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery. The dragonfly opstar imaging catheter was attempted to be used but could not be recognized displaying message "catheter not recognized by device" without error code. Another dragonfly opstar was used instead to continue the procedure. The 3.5x48mm xience skypoint stent delivery system (sds) was then being prepared when the stent fell off the balloon. The sds was not used in the patient. A 3.5x38mm xience skypoint stent was implanted successfully. The 3.5x23mm xience skypoint sds was being advanced without resistance when the stent was noted to be deformed on the balloon and failed to cross. A 3.5x18mm xience skypoint stent was implanted successfully. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported device dislodged or dislocate was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that it was inadvertently mishandled during unpackaging, contributing to reported stent dislodgement; however, this cannot be confirmed. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.